Manufacturer narrative:
The device was returned to the maufacturer and has been analyzed as follows: the device septum showd normal usage with no internal damage. The device catheter was received attached; however, the bayonet lock was removed. A 3/8" portion of the device catheter appears to have been cut with a sharp instrument such as a blade. This unit was patent with no resistance felt when flushing. Leak testing of the device confirmed that the device did not leak. Additional analysis was performed consisting of aspirating the device with and without a bayonet lock. No problems were encountered, the device performed as internded with and without the bayonet lock during the MFR's analysis of the device. A trend analysis was performed on similar incidents for this cataloga number and a trend was not idntified. A lot number was not provided for this device; therefore, a review of the device history record was not possible. The device funcioned as intended during the MFR's analysis of the device; therefore, based on the inforation available and the results of the MFR's analysis of the device, the report that "the facility was unable to aspirate the device proir to implant" could not be confirmed. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.